Manufacturer narrative:
H3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. The fracture is skewed relative to the driver's longitudinal axis, and the remnant of the hexalobe's outer lobe is rotated counter clockwise indicating that failure may have been initiated during lock screw removal. Torsion combined with bending moments are suspected based upon the fracture orientation. It is unclear if the devices prior usage may have initiated cracks that subsequently manifested itself in this failure. Review of device history records found twenty (20) pieces of lot 3291mm were released for distribution on (B)(6) 2015 with no deviation or anomalies. Complaint history review did not reveal a trend for reports of this nature for this device. No corrective actions are recommended at this time.

Event description:
Information provided indicates that revision of a competitor's product to extend the existing construct was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While final tightening the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke off. The broken tip was located and removed and the procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure because of the reported malfunction.

Manufacturer narrative:
Occupation: other; sales representative. Other: evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Information provided indicates that revision of a competitor's product to extend the existing construct was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While final tightening the lock screws, the tip of the lock-screw torque driver (39-rd-0060) broke off. The broken tip was located and removed and the procedure was successfully completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure because of the reported malfunction.